Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic torn, foreign material on lens surface (residue on lens) and the torn haptic pieces are missing. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to discomfort, and blurred vision. Reportedly, the problem was resolved with the explant.